Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5042897) in united states on 29-jul-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. The consumer reported she had the device put in and after 15 days of horrible pain that got worse, on (B)(6) 2013, a different physician removed the essure to find 2 essure coils in her right fallopian tube while one in the left. She stated that still had pain so they went in again to look for other causes of pain. At time of the report, she still had pain in the right side of her abdomen during intercourse and during menstruation. She mentioned zoloft as concomitant medication. Ptc investigation result was received on 11-aug-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The ae case refers also to a device misuse. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced horrible pain that got worse (seen as pelvic pain female). This event was considered serious due to medical importance and listed in the reference safety information for essure. In this case, consumer experienced this event since the insertion of essure. She had essure removed in order to find 2 essure coils in her right fallopian tube. Considering this informaiton, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident due to required surgical intervention. Additionally, non-serious event was reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up received on 06-nov-2015: follow-up attempts were done with no response to date.